Manufacturer narrative:
The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the client showed a detached imaging window and a kinked tip.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the left anterior descending artery (lad). The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the opticross device was used to perform a post-percutaneous coronary intervention (pci) evaluation on the lad. The device was inserted into the mid lad without obstruction using a non-boston scientific (non-bsc) guidewire. The pullback was successfully performed without any issues. However, upon removal, the catheter broke at the distal shaft over a length of 10-15 cm and remained attached to the non-bsc guidewire. The broken opticross was successfully removed, with no remnants left in the patient`s body, and the patient`s condition following the procedure was stable.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the left anterior descending artery (lad). The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the opticross device was used to perform a post-percutaneous coronary intervention (pci) evaluation on the lad. The device was inserted into the mid lad without obstruction using a non-boston scientific (non-bsc) guidewire. The pullback was successfully performed without any issues. However, upon removal, the catheter broke at the distal shaft over a length of 10-15 cm and remained attached to the non-bsc guidewire. The broken opticross was successfully removed, with no remnants left in the patient, and the patient condition following the procedure was stable.